Event description:
It was reported that stent dislodgement occurred, requiring an additional stent. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). An 8.0x40x75cm express ld stent was selected for peripheral angiogram with stenting. During the procedure, it was hard to advance the stent into the target lesion. The stent catheter was then attempted to be removed to exchange for a stiffer wire. However, it was noted that the stent came off the balloon catheter and was left on the current wire in place. Multiple attempts were made to snare the undeployed stent which were not successful. It was then decided to jail the stent with another express ld in the external iliac artery. The procedure was completed successfully. No patient complications were reported.